Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 2 of 12. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced twelve infusion sets fell off during use events between 1-feb-2024 to 7-may-2024. The infusion sets were in use for 1 to 12 hours and patient resolved the all the events by replacing infusion set and resumed insulin successfully. No further information available.